Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 387, 363, 188, 277 and 398 mg/dl. The customer's expected fasting blood glucose test result is 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 314 mg/dl and 305 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/16/2018 and open vial date at time of call is two months. The meter memory was reviewed for previous test result history (time not set): (B)(6).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 387, 363, 188, 277 and 398 mg/dl. The customer's expected fasting blood glucose test result is 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 314 mg/dl and 305 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/16/2018 and open vial date at time of call is two months. The meter memory was reviewed for previous test result history (time not set): result 1 : 387 mg/dl date: (B)(6) time: 5:12 pm fasting, result 2 : 363 mg/dl date: (B)(6) time: 4:20 pm fasting, result 3 : 188 mg/dl date: (B)(6) time: 6:08 pm fasting, result 4 : 277 mg/dl date: (B)(6) time: 3:23 pm fasting, result 5 : 398 mg/dl date: (B)(6) time: 1:23 pm fasting.